Event description:
It was reported that after a supply change on the ilet, the user experienced rising blood glucose with a peak of 365 mg/dl for about four hours, received an insulin occlusion alert, and then an alert to restart the ilet following an unable to proceed message; the user disconnected, attempted tubing fill, reverted to manual insulin therapy, and reinserted the site against guidance. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or impact such as injury, outside assistance, or medical intervention, and the hyperglycemia was corrected by a manual injection. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with consecutive stalled motor events and an insulin occlusion, consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.